Manufacturer narrative:
This product is not marketed in the us. (B)(4). Conclusion code: off-label use [over 45 years of age at time of implant ((B)(6))] (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -5.5 diopter into the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2018 the lens was exchanged with a shorter lens due to excessive vault, elevated iop, and significant reduction of irido-corneal angles (ica).the problem was not resolved due to the replacement lens did not unfold properly after implant. See MFR report# 2023826-2018-00429 for case resolution.

Manufacturer narrative:
Device evaluation: the lens was returned dry, in a micro centrifuge vial. There was residue on product. Visual inspection found foreign material on lens surface (red and clear residue on lens) and the lens has a curved shape. (B)(4)